Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing including full functionality testing and stress testing without duplicating the report. There was no evidence of the device not being able to provide flow at the targeted settings during testing. Internal inspection found dirty flow screens and replaced them as a precaution. Review of the device log found a number of patient connection issues, likely due to a connection issue between the wye circuit and the patient or an issue with the wye circuit itself. However, without the receipt of the wye circuit from the event, this could not be firmly established. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.